Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04125, 1627487-2013-04126. It was reported the patient had inadequate stimulation coverage. The physician replaced the cervical lead, the extension, and the ipg. It was reported the ipg was replaced and repositioned to the left flank; it was undetermined why the ipg was replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.